Manufacturer narrative:
Concomitant medical products: product ID: 309201, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient experienced a hematoma. It was noted that the patient received a blood transfusion.